Manufacturer narrative:
(B)(4). During a pvi procedure, it was reported there was a hardware 7 error. Case was abandoned as stockert was not able to be used. Issue occurred at the beginning of procedure. Additional information received on (B)(4) 2014 stated the patient was under local anesthesia. The transseptal puncture was performed prior to the case cancellation. Due to this, this is now a MDR reportable event. The awareness date of this event is reset to (B)(4) 2014. This is a safety feature of the device that does not allow the device to be used in order to avoid patient injury. The chance of this failure resulting in any patient injury is remote. The device was evaluated and nis and mdv board were defected. Defected parts were replaced. The device was also subjected to preventive maintenance, safety, and functional testing where the device passed all specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Customer¿s complaint was confirmed.

Event description:
During a pvi procedure, it was reported there was a hardware 7 error. Case was abandoned as stockert was not able to be used. Issue occurred at the beginning of procedure. Additional information received on 02/17/2014 stated the patient was under local anesthesia. The transseptal puncture was performed prior to the case cancellation. Due to this, this is now a MDR reportable event. The awareness date of this event is reset to 02/17/2014.

Manufacturer narrative:
(B)(4).